Manufacturer narrative:
The harmonic ace instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: a jaw piece from the instrument allegedly broke off and fell into the patient. The broken jaw was retrieved during the same procedure. However, at this time it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, during use of the harmonic ace instrument, the jaw broke off and fell in the patient. The broken fragment was retrieved and no patient harm, adverse outcome or injury was reported.